Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during functional testing and confirmed during archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at home position in which likely attributed to user error. Visual inspection of the returned platform was performed and found no physical damage. The archive data was reviewed and contained multiple user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message occurred on the reported event date. Evaluation of the platform during initial power up, revealed a ua 45 error message on the user control panel. It was indicated that the driveshaft was not in home position. The driveshaft was readjusted back to home position. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Note ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number 34750.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message on the user control panel. No known impact or patient consequence reported.